Manufacturer narrative:
No frozen screen noted. The time clock advanced properly and insulin pump passed the displacement test. Insulin pump had intermittent button response due to corroded keypad traces. Insulin pump had minor scratched display window, scratched case, cracked battery tube threads, protruded and loose drive support disk and a missing end cap sticker.

Event description:
It was reported that the customer had a frozen screen on the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).